Manufacturer narrative:
The device history record for the reported lot was reviewed, and no issues were identified. The product was manufactured, tested, and released in accordance with validated procedures. Communication was sent to the customer, but no response has been received. The device was reported to be explanted and pending return to new world medical. Upon device return and evaluation, an addendum will be filed.

Event description:
Fp7 implanted (B)(6) 2025, 1 week and 4 week post op showed no reduction in iop. Fp7 explanted (B)(6) 2025 and replaced with another fp7. New fp7 performed as expected.